Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent the orif surgery for femoral trochanteric fracture with tfna agmt implants in question. In the surgery, it was discovered that the blade was a solid type. Because of that, the cement injection procedure could not perform. The surgery was completed successfully within 30 minutes surgical delay. The cause of this event was that the sales rep had ordered the product with the solid type blade part number by mistake, and he believed that the solid type had been discontinued, so he did not reconfirm the details of the order. No further information is available. This report is for one (1) tfna helical blade l85 tan. This is report 1 of 1 for complaint pc (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.